Manufacturer narrative:
The blanket involved in the alleged event was disposed of by the customer. Device disposed of by the customer.

Event description:
It was alleged during a procedure that the blanket was under the patient and that all the sudden one of the surgeons noticed that his feet were wet. Allegedly they immediately turned the device off and continued the procedure. No adverse consequences or medical intervention was reported.

Event description:
It was alleged during a procedure that the blanket was under the patient and that all the sudden one of the surgeons noticed that his feet were wet. Allegedly they immediately turned the device off and continued the procedure. No adverse consequences or medical intervention was reported.